Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionable creatinine plus (crep) results on their integra 400 plus analyzer. The customer provided data for three patients, one of which had a discrepant result that was reported outside the laboratory. The patient's initial crep result was 175.5 umol/l. The first repeat result was 61.3 umol/l. The second repeat result was 60.1 umol/l. The doctor was notified of the correction. The patient was not adversely affected by this event. The crep reagent lot number was 680924. The expiration date was requested, but not provided. The customer performed a precision check. The field service representative went onsite and performed a check test and preventative maintenance. He found that the conveyor belt was close to the edge, frayed, and there was residue on the cuvette bowl cover. He suspected there could have been some of the residue in the bowl contaminating the cuvettes. He replaced the conveyor belt, cleaned the cuvette bowl, and replaced the cover.

Manufacturer narrative:
A definitive root cause could not be determined. The analysis of the reaction kinetics for the affected samples pointed to a likely carry- over issue.